Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During this procedure, visual examination noted that this right ventricular (rv) lead appear to have insulation damage; even though the lead measurements were always normal during routine follow-up. The lead was removed and replaced. No adverse patient effects were reported.